Event description:
Due to my silicone implants I've been suffering with joint pain, spitting up blood occasionally and now nausea and dizziness most of the time. No dr can help since my insurance won't pay for the tests indeed and to remove my implants. FDA safety report ID# (B)(4).